Event description:
It was reported that during a ptca/stent procedure in a proximal rca the balloon ruptured. This occurred as the stent was being post dilated. A dissection resulted distal to the deployed stent. Two add'l stents were placed to repair the vessel but it was not possible to cross the initial stent to post dilate. Ultimately, the decision was made to send the pt to surgery for a bypass procedure. Reportedly, the pt was sent to surgery in stable condition and is doing well postoperatively. The device was discarded by the user facility.